Event description:
It was reported on medwatch report that the pt had loss of articular cartilage with chondrolysis requiring right shoulder hemiarthroplasty. "Implant date: 2004".

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The prod was not available for eval and investigation. Without the actual prod, an analysis cannot be conducted. The medwatch indicated that a pt had loss of articular cartilage with chondrolysis requiring right shoulder hemiarhroplasty. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today" that is available. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.